Manufacturer narrative:
Batch review performed on 03 april 2018; lot 174522: (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-11-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115); lot 174030: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-18 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection (pathogen: serratia marcescens) 1 month after primary. The surgeon washed out the hip and swapped the head and liner.